Event description:
The customer was hospitalized with low bgs. Troubleshooting conducted during the phone indicated the device was working properly. Suggested the customer contact their physician for other possible causes.